Event description:
The technician indicated that the left intermediate side rail will not latch properly.

Manufacturer narrative:
The technician cleaned debris from the side rail latch to repair the bed.